Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician deployed a prostar xl 8 french into the right femoral artery. The physician could not withdraw the device. A cut-down was required and a patch was placed to close the artery.